Manufacturer narrative:
Volume of the emitter was tested at site by holding it by hand and moving the instrument away - it was stated that it was normal and tracked to approx 14-15 inches. He noted that there was a large gouge in the rubber coating of the emitter. RMA issued. Medtronic testing found that one of the pins in the lemo connector had been pushed back into the connector. Emitter and the mdc were replaced and fixed this issue.

Event description:
A medtronic ent representative reported red/green status on various instruments during an ent case today. He was testing the system with a lisa head, and was able to register the head without issue. He reported that when the straight probe and various suctions were in the nose/sinuses, certain movements of the instrument would cause the tracker to go to red and then back to green again when the instrument stopped moving. He did note that there was a large gouge in the rubber coating of the emitter. The surgeon completed the procedure with the use of the navigation system. There was no impact on the patient outcome.